Event description:
The customer reported that while the iabp was in use on a pt, the iab would not inflate. A second iab was inserted and the same symptom occurred. The system then generated a "maintenance required code #5" (helium pressure transducer out of calibration) technical alarm. The pt was switched to another iabp and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The company representative performed a helium tank calibration and removed condensation from the system. The iabp was tested to factory specification. It functioned normally and was returned to the customer.